Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg). However, the exact value was not provided. Reportedly, customer did not suspect that bg was due to the pump or supplies. Customer declined to provide additional information.